Event description:
The customer reported that the bellavista (B)(4) show very high tidal volume,high rate during ventilation and is auto triggering. The customer confirmed that there was no patient involvement from the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screenshot shows that the problem is related to defective o2 safety valve and very low fio2 raw reading. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the root cause of the issue was the leaking o2 safety valve. As a resolution it was suggested to the customer to replace the defective o2 safety valve and the dosing valve.